Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device needed service. It is unk if the device was being used during surgery. It is unk if there was injury or medical intervention. There was no add'l info provided.